Manufacturer narrative:
Authorized service personnel attended the customer¿s site and performed an alarm check. During the evaluation, it was observed that the ECG trace at the time of the event appeared highly artificial. Additionally, immediately prior to the reported condition, the control room had issued a red alarm indicating ventricular tachycardia. The service team also demonstrated to the clinical staff that, in such situations, it is possible to reacquire the ECG signal. This allows the control unit¿s algorithm to reassess and reclassify the cardiac rhythm more accurately. No system malfunctions, anomalies, or errors in the logs were identified during the investigation. Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the monitor indicated the presence of atrial fibrillation while the patient was experiencing ventricular fibrillation. The device was reported to be in clinical use. No adverse event to the patient or user was reported.